Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the device evaluation, or if any other additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14h002 was manufactured august 4, 2014-august 5, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted a white particle approximately 0.94mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via ft-ir spectroscopy testing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bladder of a large volume intermate had particulate matter inside of it. This was noted after the device was filled with a caspofungin solution and before patient use. There was no patient involvement. No additional information is available.